Event description:
It was reported that during surgical procedure on (B)(6), 2011, the surgeon had problems inserting the ringloc liner and couldn't fix the liner in the cup shell. After a delay of 90 minutes, surgeon decided to use another liner without issue. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA. This report was filed (B)(4), 2011.

Manufacturer narrative:
Evaluation of the returned liner found scratches and indent damage to the outer sphere, damage to the scallops, and damage to the front and angled face. The device was measured dimensionally and all checks met drawing specification. A functionality check was performed with another 54mm shell and fit as expected with the required force to ensure it sat flush. There is no apparent reason why this liner should not have fit into the shell even with the damage. The liner meets all dimensional and functional requirements. No conclusion could be determined. This report was sent (B)(6), 2012.